Manufacturer narrative:
This supplemental report is being submitted to provide additional investigation findings and a correction of the initial findings: corrected fields: h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign matter adhering to the venting connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corrosion of the scope connector caused e315. Water invasion marks were observed on the scope connector. It is possible that water adhering to the printed circuit board of the scope connector due to the water invasion caused communication error e315 to appear. Regarding the cause of the scope connector water ingress, while the exact cause could not be identified, backflow-prevention valve (automatically vents air when internal pressure rises) is installed in the venting connector to prevent internal pressure buildup in the scope connector. Since foreign matter was confirmed adhering to the venting connector, it is possible that foreign matter became lodged, temporarily preventing the backflow-prevention valve from fully closing, leading to the water invasion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by customer.

Event description:
It was reported that the gastrointestinal videoscope had scope error code, e315. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.